Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain and loosening of the tibial and femoral component at the cement to implant interface. Cement manufacturer was unknown. It was also reported that the bone scan showed "hot" areas around tibial tray and possibly the femoral component as well. The surgeon opened the left knee capsule, removed specimens of both synovial tissue and fluid, and sent them to the lab. He then proceeded to clean out the capsule of any suspicious tissue, removed the poly bearing, and popped off the tibial tray. There was virtually no cement on the underside of the tray. He then tapped the femoral component a few times and it also popped off. Only small bits of cement and bone were adhered to the femoral component. After recutting and cleaning up both tibia & femur, the lab called into the room with the report that no infection was found in the specimens. All new depuy knee components were opened up and implanted. The surgeon irrigated the wound with copious amounts of saline and irrisept, and then closed the wound. He was convinced the pain was generated from the loose components. To recap: presented with left keen pain, no infection found, loose femoral and tibial components due to ineffective implant/cement interface. No x-rays were taken. No co-morbities, only one allergy (penicillin). Pt. Is moderately to very active. Doi: (B)(6) 2014; dor: (B)(6) 2019; left knee.